Event description:
The complaint was reported as: the customer alleges that when using the nebulizer for treatment they noted that the medication was leaking from the reservoir. No report of pt injury.

Manufacturer narrative:
The device sample was rec'd by the MFR, but the investigation is incomplete at the time of this report. The device history record (DHR) for the reported lot number was reviewed and showed that there was no issues related to functional issues neither on the product nor its components during the manufacture of the material.